Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck for charge button. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.